Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch from FDA which states, ¿intralipid syringe changed to current tubing infusing into uac(umbilical artery catheterization). Several hours after syringe changed, leakage noted on the floor with dripping noted around end of syringe and tubing. Tubing and syringe secured and removed from patient. Off pump tubing flushed with no occlusion noted but still dripping around tubing/syringe connection. New tubing obtain to test with no leaking noted." An incomplete date of event of (B)(6) 2018 was provided. There was no patient harm.